Event description:
Surgical time was extended due to an unsterilized set of instruments being opened in the operating room. Tissue from a previous surgery was found within the flutes of the drill. A back up set was available.